Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints in this lot. This report was mailed to the FDA on: 9/14/2007. Additional information was requested by phone on 08/22/2007, by mail and by fax on 08/24/2007 and by phone on 09/07/2007. Additional information was received on 08/22/2007 and on 09/07/2007. The questionnaire has not been returned.

Event description:
Consumer reported, she has experienced four hemorrhages following intraocular lens (iol) implant surgery in her left eye in 2005. Additional information was received from the surgeon she is currently seeing (this is not the implanting surgeon). The iol was reported to be in the sulcus and the surgeon stated it could be contributing to the recurrent vitreous hemorrhages. He reported another contributing factor could be that the patient also takes coumadin, a blood thinner. The iris was reported to have a "moth eaten" appearance and the surgeon feels the iol may be intermittently chaffing the iris. The patient's vision is 20/20. The surgeon states he does not plan to explant the iol.